Manufacturer narrative:
DHR review completed for this lot, no nonconformance's found. The DHR shows that this lot was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the holding sleeve (p/n 314.31 lot 4332319) was received with a missing spring subcomponent. Due to the missing spring, the device is unable to function/release/hold as intended. No other issues were identified with the returned components of the device. Document/specification review: during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the holding sleeve (p/n 314.31 lot 4332319) as the spring subcomponent was missing. Due to the missing spring, the device is unable to function/release/hold as intended. No definitive root cause could be determined. It is possible that the spring was misplaced during reprocessing, as the device can be disassembled/reassembled. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the holding sleeve was found to be not functioning during a reverse logistics audit of the returned device at millstone. There was no patient involvement. This complaint involves one (1) device. This report is for one (1) holding sleeve. This is report 1 of 1 for (B)(4).